Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire implantable pulse generator (ipg) system was removed due to sepsis. Immediately after the explant procedure the patient went into code blue. Follow up revealed the patient was stabilized after the code blue and returned to the intensive care unit (ICU) where they were prior to the system being explanted. No further patient complications have been reported as a result of this event.